Manufacturer narrative:
(B)(4). As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this patient presented to the emergency area with atrial fibrillation (af) and complete heart block. The patient was planned to implant a dual chamber device, but began bleeding extensively and experienced pulmonary edema. The atrial lead was then abandoned and a single chamber device was implanted. After the procedure was completed, the right ventricular lead exhibited loss of capture and x-ray revealed the lead had lost slack. The lead was reprogrammed until a revision procedure could be completed. The following day the lead was extracted and discarded by the hospital. No additional adverse patient effects were reported.